Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted: helix operates within specifications, easily extends and retracts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the helix on the lead would not extend. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.